Event description:
The customer reported the following via medwatch, "after we loaded the patient into the aircraft the balloon pump would not work. The balloon pump was plugged in and it would not turn on. We had to manually pump the balloon every 2-5 minutes to prevent clotting, in flight we were able to coordinate a new balloon pump to be brought to the airport to meet us when we landed. Duration: 2 hours. Reason for use: cardiac injury and fatigue." No patient injury was reported.

Manufacturer narrative:
The customer did not advise datascope corp. Of this event at the time of occurrence. Thus our investigation was initiated upon receipt of this inquiry. I contacted the MDR contact listed on the medwatch report (#(B)(4)), to obtain additional details of the event, as well as the identification and status of the intra-aortic balloon pump (iabp) involved. Regarding a description of the event, the customer stated that they were unable to turn the power on the iabp during a patient transport situation. As stated in the customer's medwatch report, a replacement iabp was available upon arrival at the destination hospital. During our phone conversation on (B)(4), the customer advised that there was no injury to the patient, and that the serial number of the iabp involved in the event is (B)(4). She also advised that the iabp had been sent to the hospital biomed for repair. During a follow up call to the hospital biomed department, it was reported that they had replaced the main board (datascope part number (B)(4)) in the iabp. The iabp had been returned to active use by the customer, and had been used twice since the repair was completed with no further problems. Additionally, it was reported that the main board was unavailable thus they would not be able to return it to datascope for evaluation.